Event description:
The device had been placed in the pt five months prior to the retrieval procedure. During the procedure, the customer reported that the caudal retrieval tail of the device broke away and was removed from the pt. Retrieval from the cranial tail was attempted and failed. It was speculated that the cranial tail was embedded in clot or tissue. The device was left in the pt.

Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints regarding this failure mode within this lot have been reported. The device has not yet been returned. Photographic inspection revealed a retrieval tail had broken below the crimp. A supplemental report will be submitted as soon as the device has been returned and an investigation has been completed. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.